Manufacturer narrative:
(B)(6).

Event description:
A customer reported using their cidex test strips after the expiration date on the bottle. The load was released and used on patients. There were no serious injuries reported. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer uses cidex&#59412;ext strips beyond the expiration date since they cannot guarantee the efficacy of the product.

Manufacturer narrative:
Method -actual device not evaluated. Conclusion - failure to follow instructions. Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, retains testing, complaint trending results and system risk analysis. The batch record was not reviewed as this was not related to a manufacturing or functional issue. Supplier evaluation was not required as this was not a manufacturing or functional issue. Retain testing was not performed as this was not a manufacturing or functional issue. Complaint trending was not able to be performed as the lot number was not available. The system risk analysis (sra) was reviewed for the issue of procedure related and the risk was determined to be "low risk." The assignable cause is failure to follow instructions. The customer reported using the product after the expiration date. The customer was advised to follow the instructions for use. Asp will continue to track and trend this issue. No further investigation is required at this time.